Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown) via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. On (B)(6) 2017 it was reported that in 2012 the pump ¿started messing up¿. The pump would ¿stop and go¿. The patient clarified that the pump function would stop. The pump did not alarm. Per the patient, ¿they screwed up on a bunch of mris¿ and he was assuming that¿s what happened to the pump. They were supposed to do the MRI of the catheter to see if the catheter was stopped up or was broken off or if there was a granuloma there, but they did the MRI of the upper back. Due to the malfunction of the pump, the patient had withdrawals that would come and go. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.